Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. Customer's blood glucose was 324 mg/dl. Reportedly, the customer installed a new cartridge and resumed insulin delivery.